Event description:
The patient never experienced therapeutic results on the left body side. The patient already had 3 surgeries and the problem was still the same. The 'wire was exposed' in his head since implant. The patient never healed from the initial placement of the left lead. It was reported that hcp wanted to surgically repair the issue without testing the lead or verifying the lead placement. The hcp had completed a computerized tomography scan in 2007. It was reported that the patient had inadequate tremor control and needed to be reprogrammed. The patient outcome at that time was reported as 'no injury.' The patient went to a new hcp who did a magnetic resonance imaging to confirm that the lead that controlled the left hand was in the wrong location. The lead was off by 1-2mms or cms. Approximately 3 months after the original complaint, the lead was explanted. The lead site healed within 6 weeks following explant. The hcp planned to replace the lead at a later time. The patient status was reported as 'good.' Additional information has been requested. A follow-up report will be submitted if additional information becomes available.